Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol). The device had been implanted for approximately 67 months, with the last reported battery status being 2.52 v with a charge time of 14.3 seconds. The device was explanted and returned for analysis. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.